Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux-en-y, the white cartridge would not fire. The cartridge locked in a stapler. The stapler was reversed and a new cartridge was used to complete the firing. The plastic piece that pushes the sled to form staples had fallen off. It was discovered after a new cartridge was opened. There were no patient consequences reported.